Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no repair was necessary. The customer figured out that the machine was not seated into the cart, once seated the batteries began to charge and the fse verified it. The fse mentioned it was operator error. Device passed the performance and safety checks according to factory specifications. Based on the evaluation results provided by the field service engineer, the issue was resolved by seating the machine into the cart. Therefore the root cause was user error. Per the CAPA, root cause 1: the cumulative effects of the forces required to complete the connections between the rescue and the cart are unfavorable for operators to produce a successful connection consistently.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had low battery error even when plugged in. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - b5.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had low battery error even when plugged in. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d10, g3, g6, h2, h6 (health effect impact codes, investigation conclusions), h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had low battery error even when plugged in. There was no patient involvement.